Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The IFU was reviewed, and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. The sample was not returned to new world medical; therefore, the issue could not be confirmed. This report will be updated if additional information is provided by the customer. If sample is returned to new world medical, it will be evaluated, and this report will be updated.

Event description:
Shallow ac or effusion s/n: (B)(4), lot b0821. Patient had an iop of 4mmhg.